Manufacturer narrative:
The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: diagnosed with "t-cell lymphoma" and "swollen lymph node under the armpit". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported being diagnosed with "t-cell lymphoma" and "swollen lymph node under the armpit" and a right side "calcification". Device remains implanted. This record is for the right side.